Manufacturer narrative:
(B)(4). Additional information: batch # n5349g . The analysis found that the psee60a device was received in good visual condition and with an ecr60g cartridge reload present; it was noted to be fully fired and the cartridge deck damage. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition the knife was inspected under magnification and nicks were found. The found damage on the knife and the cartridge is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. The knife reverse button and manual override worked properly. No abnormal noise was noted during testing the device closed and opened as intended during testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy procedure a strange noise was heard after 8 or 9 firings and no staples were deployed. The physician hit reverse and then tried manually opening the device to no avail. He had to cut the tissue to remove the device. Another green cartridge was used and some staples were deployed, but not formed correctly. No further information was available. Another like device was used to complete the procedure. There were no patient consequences reported.